Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2004 due to mesh erosion and vaginal vault prolapse. The patient underwent two additional mesh implantations on (B)(6) 2008 in order to treat a cystocele, an enterocele, vaginal repair and mesh repair. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2011 for mesh extrusion. (B)(4). This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013- 02840 and medwatch 2210968-2013-02835 and medwatch 2210968-2013-02838. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013- 02840 and medwatch 2210968-2013-02835 and medwatch 2210968-2013-02838. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.